Event description:
It was reported that multiple intermittent occlusion alarms occurred. A supply change was performed resolving the occlusions. There was no adverse impact to the customer's blood glucose level due to the reported issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.